Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: catheter. Product ID: 8782, serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: 23-sep-2018, UDI#: (B)(4); product ID: 8782, serial/lot #: (B)(4), ubd: 04-aug-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving lioresal (2000 mcg/ml at 600 mcg/day) via an implantable infusion pump. It was reported that the patient experienced increased spasticity and a catheter aspiration was unsuccessful. There were no known environmental/external/patient factors that may have led or contributed to the issue. The catheter was replaced and discarded of. The issue was reported as resolved and the patient was alive with no injury. No further complications have been reported as a result of this event.